Event description:
Info was received on 15-may-2006 regarding a 31 yr old male pt, initials m-g, who was a victim of a natural gas explosion. He sustained 85% total body surface area full thickness burns. The pt was grafted with a total of 488 epicel grafts; 144 on 06-mar-2006, and 172 grafts on 30-mar-2006 and 21-apr-2006. The pt died on 11-may-2006 due to multisystem organ failure. The event of multisystem organ failure was reported as not related to the use of epicel. Batch records for this pt were reviewed by quality assurance. There was no evidence of contamination associated with the processing of these tissues. No processing non-conformances were associated with this pt. Sterility test samples collected pre-release were negative for growth.

Manufacturer narrative:
Internal reference no: epic-10036.